Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was molecular false positive. This occurred 20 times. The following information was provided by the initial reporter: what is the biofire (or other manufacturer) lot number? 1339323, exp 05/20/2024. Was the biofire result dual positive (name two organisms detected)? Yes¿multiple organisms with c tropicalis. What organisms were seen on gram stain? No yeast seen on any of these. Bacteria seen correlated with bcid2 results. What organisms grew on culture plate? Bacterial growth correlated bcid2 results. No yeast grew or seen in gram stain of bottle. Bactec bottle molecular false positive.

Event description:
It was reported that while using the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was molecular false positive. This occurred 20 times. The following information was provided by the initial reporter: what is the biofire (or other manufacturer) lot number? 1339323, exp 5/20/2024. Was the biofire result dual positive (name two organisms detected)? Yes¿multiple organisms with c tropicalis what organisms were seen on gram stain? No yeast seen on any of these. Bacteria seen correlated with bcid2 results what organisms grew on culture plate? Bacterial growth correlated bcid2 results. No yeast grew or seen in gram stain of bottle. Bactec bottle molecular false positive.

Manufacturer narrative:
H.6 investigation summary: bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.